Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached "high" (greater than 500 mg/dl) less than 24 hours after the pod was activated and he noticed the cannula was not properly inserted into his skin.